Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was unable to recharge their implanted device. Patient said they had a very serious spinal cord problem and now they had developed hip issues. Patient noted they were going in for surgery and they hadn't used the device in about a month or more. Patient said they charged everything like they were supposed to and since then they tried multiple times to get the device to work and it was unable to work. Patient stated they charged the controller overnight and when they plugged the recharger into the controller they got no device found. During the call patient verified no damage to the recharging antenna. Patient reset the controller and attempted to recharge the implanted neurostimulator, patient was able to recharge at excellent after going through passive recharge mode. The troubleshooting steps that were taken on the call resolved the issue. Pt stated they issue began about a month ago, but also stated the issue began a few days ago.